Manufacturer narrative:
Internal report # (B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage (kitchen). Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. The customer is concerned with the non- fasting result of 249mg/dl. The expected fasting blood glucose test result range is 85-100mg/dl. The customer did report symptom of having a terrible headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is 04/29/2017. The meter memory was reviewed for previous test result history. (B)(6). Customer called in to report high results on her meter. Customer states she has a terrible headache and denies medical attention. Customer realized that the high result was after she had breakfast but still believes it is too high, even after eating.

Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: mlc-20 user's test strip had poor storage.(kitchen) test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results accompanied by symptoms. The customer is concerned with the non- fasting result of 249 m g/dl. The expected fasting blood glucose test result range is 85-100 mg/dl. The customer did report symptom of having a terrible headache. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 12/15/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history. (B)(6). Customer called in to report high results on her meter. Customer states she has a terrible headache and denies medical attention. Customer realized that the high result was after she had breakfast but still believes it is too high, even after eating.